Event description:
On 24/jun/2024, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius technical services this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was hospitalized with peritonitis. There was no specific allegation this adverse event was related to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2024 following abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the hospital were not reported to the outpatient clinic; however, a white blood cell (wbc) count from effluent taken in the hospital on 22/jun/2024 presented with approximately 1300/mm3. The patient was diagnosed with peritonitis due to a break in asepsis during ccpd therapy on the liberty select cycler at home. It was explained that the patient suffers from dementia and, as a result, she has been resistant to appropriate pd setup and therapy since her start on pd. The patient was prescribed intraperitoneal vancomycin at 2000 mg every three days for two weeks at address the infection. The patient was able to undergo ccpd therapy on a hospital provided liberty cycler for the duration of the admission. The patient had an uneventful hospital course, and she was discharged to home on (B)(6) 2024. It was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home post-discharge.